Event description:
Pt was revised to address pain and discomfort. Medical records were received and indicated large cyst generation and presence of a creamy, white build-up of material in the joint. Additionally, product and lot numbers were identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.